Event description:
The customer reported that the filament/introduction needle of the abbott diabetes care (adc) was protruding from the center of the white side of the surface. The customer did not experience any symptoms and resolved the issue by removing the needle and sensor by themselves. No third-party treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.